Manufacturer narrative:
The insulin pump alarmed motor error during rewind due corroded motor home switch. It was unable to perform the basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to constant motor error alarm. Device was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was unable to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.